Event description:
It was reported that the system would not display the fluoroscopy image during the procedure. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the interconnect cable. The sys operates as intended.